Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery. Reportedly, the customer used supplies for over 48 and received education from tandem technical support on proper usage.